Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 03/01/2021. An investigation was conducted on 03/04/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base to the tip of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. No electrical testing was done due to the extent of damage of the heater wire. Based on the returned condition of the device, the reported failure "peeled;jaw" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent wire". The lot # 25155841 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic covering on the jaws was loose. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.